Event description:
It was reported that during a coronary angioplasty treatment procedure, a balloon burst occurred. The lesion being treated was located in the left anterior descending artery (lad). When the 1 x 15 mm apex balloon was dilated in the lesion, it ruptured. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).